Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized due to edema, chest pain, and fluid volume overload. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient had generalized high fluid volume in their body. The patient was discharged after two days and continued pd therapy with no further issue. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported chest pain and fluid volume overload. The patient¿s discharge summary was reviewed and indicated that the patient presented to the emergency room with chest pain with radiation to the right arm. The patient increased with exertion and improved with rest. The patient complained of shortness of breath, orthopnea, and peripheral edema. A chest x-ray was consistent with volume overload. The patient¿s symptoms resolved after dialysis and the patient was discharged home in stable condition. Based on the available information, it is not possible to determine the cause of the patient¿s chest pains and fluid volume overload. However, there is a temporal relationship between ccpd therapy with the liberty select cycler and the patient¿s fluid volume. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension, it contributes to left ventricular hypertrophy and is a major contributor to cardiovascular disease. According to the peritoneal dialysis registered nurse (pdrn) the patient has had continuous issues with volume overload. There are patient related factors (comorbidities) that could have contributed to the fluid overload. There was no allegation of a machine malfunction or deficiency against the liberty select cycler related to this event. Should additional new information be made available this clinical investigation will be reevaluated.